Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had emitted frequent loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed the last basal delivery was on (B)(6) 2013. ¿loss of prime¿ with low non-zero force were observed in the black box. There were no loss of prime warnings duplicated during the duration testing. The pump was found to be performing within required specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).